Event description:
The reporter contacted animas on (B)(6) 2012 alleging that approximately 2 to 3 months ago the patient's blood glucose rose to over 500mg/dl and the patient "felt bad". The patient was able to treat with the pump and their blood glucose levels resolved. The patient has continued using the pump and does not feel the need to evaluate the pump at this time. This report is being made based on the allegation that the patient experienced hyperglycemia.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/18/2014 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.